Manufacturer narrative:
No product returned for evaluation. The clear & brilliant system has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. Pattern paper testing was requested after the event. The burn paper showed proper pattern/coverage; however, the customer encountered e129 error (loses self test fail energy). Prior to this request, the customer reported using the clear+brilliant system successfully with the 1440 handpiece. This error occurred due to improperly switching between the 1440 and 1927 handpiece after the event. E129 can be caused by hot swapping or plugging in the handpiece connector upside down. If the customer removes a handpiece with the power on it could affect the calibration data (energy table) which is stored in the handpiece on the u5 (1-wire eerom memory). This table is constructed during the calibration process. The table can be corrupted, forcing the handpiece to default back to the factory settings. Most likely it can be recovered by recalibrating the handpiece. Field service recalibrated the customer¿s handpiece and all functional testing passed. This error did not cause patient inflammation. According to clear+brilliant user manual (p009341-02 rev.a) edema or oedema is a known and expected response to treatment. Mild to moderate edema (swelling) typically develops immediately after treatment and diminishes or resolves within 12 to 24 hours after treatment. A small degree of swelling may last longer in some cases. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is necessary. Final test verification specifications are acceptable per document number 91290. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Trending will be performed to monitor this issue. No further action is required at this time. The investigation is complete.

Event description:
After a clear + brilliant treatment a patient experienced inflammation on the zygomatic area and buccal area on both sides of the face. The doctor recommended "predisolone" oral, cortisone topical and anti-histamines. There will be no permanent damage or scarring and the patient's current status is that the inflammation has mostly settled. The highest energy level used was 1927 high level. No system errors occurred and nothing out of the ordinary was observed during the treatment. This was the initial use of the treatment tip, and a burn pattern test was successfully performed prior to use which showed normal microscopic dermal zones.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. A medical review of this case determined the event was not a serious injury. It was reported no system errors or anything out of the ordinary occurred during treatment. E129 is indicative of the customer improperly switching between the handpieces after the event. Based on the available information, edema or oedema is a known and expected response to clear+brilliant treatment. No permanent damage or scarring occurred, and the inflammation mostly settled. Complaint type identified within risk analysis and performing within anticipated rate. The investigation is complete.

Manufacturer narrative:
Previous report incorrectly stated: "a medical review of this case determined the event was not a serious injury." This statement should be corrected to: "a medical review of this case determined the event was a serious injury."